Event description:
After 6 years of successful cochlear implant use, the pt developed chronic supportive otitis media on the implant side. The infection did not respond to antibiotic treatment. Therefore, the device was explanted in 2005. Reimplant surgery is planned.